Manufacturer narrative:
No medical images or medical records have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records could not be performed. The return of the device is pending to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately one week post guide wire implant, the tubing at the distal junction allegedly started to leak which continued for approximately three weeks causing inaccurate enteral feedings. It was further reported that the guide wire was changed. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Investigation summary: one jejunal/gastric decompression catheter 12f guidewire was returned for evaluation. Functional and gross visual evaluations were performed. The investigation is confirmed for partial break/leak in the catheter as a leak was observed around the base of junction when the suction port was infused. Microscopic evaluation showed a crack on the catheter surface near the junction of the catheter and the adapter. The definitive root cause could not be determined based upon available information. It is unknown if procedural issues contributed to the reported event. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate.

Event description:
It was reported that approximately one week post guide wire implant, the tubing at the distal junction allegedly started to leak which continued for approximately three weeks causing inaccurate enteral feedings. It was further reported that the guide wire was changed. There was no reported patient injury.